Event description:
It was reported that the patient had charging issues since the monday prior to report. The caller stated that the patient had not fallen or had trauma. The caller further stated that the patient had never had problems charging and there was nothing wrong with the device and how it was sitting in the pocket. The caller stated that the patient charged all day long got to ¿three tear drops screen¿ (meaning the device was fully charged) and then used the patient programmer right after and it showed the implantable neurostimulator (ins) was ¿out of juice¿ and would not recognize the ins. The caller wanted to know if this was possible. The caller also stated the clinician programmer would not read the patient¿s device when they came in but after charging a little bit the clinician programmer picked it up the second time upon interrogation. The caller stated that all impedances were fine. The manufacturer representative tried the patient programmer and it was stating that the patient had to recharge the battery. It was further reported that the recharger would not charge the ins. The patient acquired a loaner from the manufacturer representative and it charged fine. Additional information received reported that the patient had a problem with the recharger. It was noted that it would not charge the ins. The patient stated that it had been going on for four days. It was noted that the patient had talked to the manufacturer representative on (B)(6) 2013 and the manufacturer representative had given the patient a loaner and the patient was able to charge the ins. The patient stated that it used to take two hours every day to charge but for the last four days it just ¿sat there for 4-5 hours and will not charge the ins.¿ the patient stated the recharger showed the tear drops but the patient programmer showed the ins had no charge. The difference between ins and recharger charge level icons was reviewed. The patient confirmed that they saw ¿tear drops¿ and a full recharger charge. It was noted that on the call the patient used the recharger and got a normal charging session with the ins battery flashing. It was noted that the patient had all black boxes. The patient stated that when they were trying to charge the black boxes ¿came in two at a time when [the patient] was charging before.¿ the patient stated that sometimes they charged overnight. The patient stated that all black boxes were there and they spend four-five hours every day and the patient programmer was showing no charge. Analysis of the recharger found that the complaint was unverified and there were no issues found during bench testing, no issues with charging ins or recharger or communications. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 39565-65, lot# va09szb001, implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37751, serial# unknown, product type: recharger. (B)(4).